Event description:
The integra sales rep reported on behalf of the user facility the following incident: the device had air in the system. The user facility replaced the product. The user facility was unsure if the system was cracked somewhere along the tubing. The pt was not injured, and no medical intervention was needed. Integra is in receipt of a user facility initiated medwatch, MDR #5200980000-2006-8027, dated december 27, 2006. The description of event is written as follows: nurse notes that cerebral spinal fluid was dripping along the outside of tubing, and there was a 2 inch air bubble in tubing the stopcock level and at the zeroing level. All connections were intact. External portions of the set up were replaced.

Manufacturer narrative:
The device history record has been reviewed. No anomalies were observed during or after the mfg process. The product was returned for evaluation and had a transducer attached (not an integra product). The unit was carefully examined by the mfg engineer and the pt line stopcock showed one port (the one that is 90 degree from the main flow direction) was cracked along both sides. This incident continues to be under investigation. A follow up will be submitted upon the conclusion of the investigation.